Event description:
The lay user/patient's granddaughter called lifescan (lfs) on july 8, 2007 and alleged that the patient's one touch ultra meter was giving the apply sample icon. The medical affairs specialist was unable to reach the reporter/patient after several attempts via phone. A letter was sent to the address provided. The reporter stated that in 2007, she attempted to test the patient in the morning, but obtained the apply sample icon on the display. Later that afternoon, they attempted to test again, and received a result of "like 390" mg/dl. However, on the morning of the call to lfs, they received the apply sample icon again when tried to test. The granddaughter reported that the patient was lethargic and shaky at the time of concern (unknown when the symptoms started) and was unable to test her blood glucose. The reporter gave the patient 4 units of humalin insulin, which is less than what the reporter thought the patient needed. However, since she did not know her blood glucose level, she was given a lower amount of insulin (patient's diabetes medication regimen was not provided). At the time of troubleshooting, it was verified that this was not a new product. However, it was determined that the patient's testing technique was incorrect (use error). The patient had discarded the subject test strips and did not have any other vials. Therefore, further troubleshooting could not be completed. This complaint is being reported because the patient allegedly was not able to test on the subject meter due to the alleged issue at the time she was experiencing the symptoms. It is not clear if the patient was given an inappropriate treatment as reported as there is no information how the patient responded to the insulin treatment and shakiness may indicate one is hypoglycemic. A replacement meter, control solution and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.